Event description:
Boston scientific received information that shortly after the implant of this right ventricular (rv) lead loss of capture was noted. A revision procedure took place which revealed a micro dislodgement of this rv lead. The rv lead was explanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.